Event description:
According to the reporter, the reload came apart when attempted to fire. A normal tissue thickness was attempted. There was no excessive blood loss or extended time due to the issue. The reload was being held by the hospitals risk management.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, during a lower anterior resection, when stapler being fired on sigmoid colon for resection, the device partially fired. The surgeon was able to partially squeeze handle. A normal tissue thickness was attempted. No injury. Patient is fine.